Event description:
On event date the end-user called disetronic and stated that seven classic needles had broken and had encapsulated in their stomach. The end-user is having some problems with their eyes and pt cannot feel good with their fingers due to their diabetes. In 7/2000 the end-user contacted disetronic for the first time. Their complaint was also about broken classic needles. Within a short period 3 needles had broken and one of the needles was in their stomach. At the hosp an x-ray of the end-user's stomach was made and the picture showed 7 broken needles. A surgeon tried to remove the needles without success because the needles are encapsulated. The surgeon does not want to remove the needles because it will bring more problems than the situation is now. Removing the needles will bring a risk for infection and the end-user has a less function of their kidney. According to the end-user the level of their blood sugar is fluctuating sometimes and pt thinks the main cause of this is the encapsulated needles. Now the end-user is using the tender and pt is satisfied with this product. In 2/2001 maersk medical received the complaint and 1 used infusion set. The incident took place in netherlands.